Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. Data log review was not required for this case run. According to the clinical details, the pump was pulled out of the ventricle and was unable to cross again during repositioned the device. The pump was replaced with a new one. The cause of the positioning issue was most likely use related, based on given clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email h8 usage of device is initial use of device

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in with heart failure and valvular disease, and awaiting final decisions and heart transplant. It was reported that a resident repositioned the device and pulled inflow across aortic valve into aorta, unable to recross aortic valve. Outflow noted in vascular graft and a decision was made to bring the patient to the operating room for device replacement. The patient remained stable and the procedural outcome was the patient survived surgery.